Event description:
It was reported that the subject was enrolled in the (B)(4). It was discovered on a monitoring visit that the subject had a stryker device, as noted in the previous implant information. The op notes and x-rays have been requested. Dob (B)(6), right knee.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding arthofibrosis involving an unknown ts tibial insert was reported. The event was confirmed. Medical records received and evaluation: review of the provided medical records by a clinician indicated that there is no evidence of failed stryker product in this event. A review of the provided medical records by a clinical consultant indicated: ¿x-ray copies available for review include a series dated (B)(6) 2013, which includes an ap of both knees, patellar views of both knees, and a lateral of the left knee, demonstrating a cemented right total knee arthroplasty with a loose tibial component with fragmented cement, and the tibial component appears subsided into varus¿ no clinical or past medical history, no primary operative report or date of surgery, and no list of the primary components utilized is available. There is no examination of the explanted components available. There is no evidence of failed stryker products involved in this clinical case.¿ conclusions: review by a clinical consultant indicated that there is no evidence of failed stryker products involved in this clinical case. The clinician also noted that the x-rays indicate that the loosening was of the tibial component. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
It was reported that the subject was enrolled in the post market (B)(4) study. It was discovered on a monitoring visit that the subject had a stryker device, as noted in the previous implant information. The op notes and x-rays have been requested. Dob: (B)(6) 1948 , right knee.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker tibial insert. The other devices listed in this report: cat # unk, lot # unk, description: unknown stryker tibial baseplate; cat # unk, lot # unk, description: unknown stryker femoral component. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device was not retained after revision surgery.